Manufacturer narrative:
(B)(4). Surgical intervention, extended incision. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open ulcer resection procedure, the sutures kept breaking. The incision was extended more than 1 inch due to the issue and medical or surgical intervention was needed to prevent permanent impairment of function. The patient is alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received 3 days after an open ulcer resection procedure, 7 envelopes of sutures from the same lot breaking. There blood loss because the sutures were broken